Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
System lock up while the z6ms was connected. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: the reported error message and lock-up was due to an image artifact from lens delamination. The most probable cause of the lens delamination was from weak bonding strength between the cr and cusp lens. The solution was the application of a cusp lens primer on both cr and lens, which was implemented through an engineering change order in april 2016.

Event description:
Additional information was received and it was reported that during a transesophageal echocardiography (tee) procedure prior to atrial fibrillation (af) ablation to search for thrombosis, the transducer prompted an error message which subsequently locked up the system. The transducer was not replaced and the procedure was not repeated as no loss of data had occurred. There was no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), correct the brand name of the device (see section d1), update the device available for evaluation (see section d10), provide additional initial reporter information (see section e1,e2,e3), update the manufacturer's contact information (see section g1), provide additional report source (see section g3), update device evaluated by manufacturer (see section h3), provide the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.